Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 811 mg/dl; cause was unknown. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged on 10/30/25 with the issue resolved and no permanent damage. The customer declined a system check with the pump and supplies and continued to use the pump for insulin therapy.